Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging a heart attack. No medical intervention was specified by the patient. The reported event of heart attack and its reported severity was reviewed by the manufacture¿s clinical expert. This event is assessed as serious injury and following correction were made to reflect adverse event. The manufacturer attempted to have the device and components returned for evaluation, customer could not able to provide the information about device return. If pertinent information becomes available to the manufacturer at a later date, an follow-up report will be filed. Section(s) has been corrected to reflect adverse event. Section has been corrected to reflect serious injury. Section(s) clinical code and impact code, z number has been corrected in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.